Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: there was a problem with bleeding from staple lines. Anastomosis. The case was extended by more than 30 mins.